Manufacturer narrative:
The complaint can be verified. The menu and check button do not respond. There are particles inside the housing of the buttons. The particles isolate the area of contact inside the button housing.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Event description:
On (B)(6) 2013, a diabetes educator reported the menu button on a patient's infusion device works intermittently. This was discovered during product training, and the infusion device had not been used. The button is not flat and will work if pressed hard. The infusion device was not dropped on a hard surface. The infusion device was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.